Manufacturer narrative:
The device was discarded by the facility. No evaluation will be performed. Not returned.

Event description:
The surgeon reported that the cannula of the ia tip externalized through the irrigation port. There was no impact to the patient.